Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: during evaluation of the device the device power supply functioned as expected. Dermatome- the calibration and rpms were both out of specifications. The motor ran erratically the device was fully tested and calibrated. The device was approved for tier 3 repair. The motor, cord assembly, switch, reciprocating arm and needle bearing were replaced. The device was tested and calibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that an electric dermatome handpiece was sent for repair. The unit was received from surgical services processing an it was indicated that the device was getting hot during use. No harm was reported. During investigation it was discovered that the device's calibration and rpms were out of specification and the motor was running erratically. No adverse events were reported as a result of this malfunction.